Event description:
Suspected ventilator failure due to an incomplete electrical connection. Also, mechanical failure of battery powered back-up alarm, which should have sounded upon interruption of electricity to the ventilator.